Event description:
It has been reported to philips that, system did not boot-up. System was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and verified the reported problem. Troubleshooting actions showed problem with the flexvision pc and video capture board errors as per logging. The fse replaced the flexvision pc with hdd, reloaded sw and configured it, and device returned to full functionality.